Manufacturer narrative:
(B)(4). Date of initial report : 06/23/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not open after activation. A new device was used and there was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with difficulty opening. Mechanical testing found the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. However, an alternative and non-contributing issue of damaged insulation was identified, causing the device to fail hipot testing. Nothing in the manufacturing process has been found to cause or contribute to this damage. The investigation identified the root cause of the issue to be user error, where the damage is attributed to rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A review of the device history records for this lot could not be performed because a lot number is not available.

Event description:
In addition to the previous report, inspection of the received device on august 25, 2016 found the insulation close to the device jaws is damaged.